Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No hot battery was noted. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report low battery life, failed battery test alarm, unexpected blank displays and the battery compartment heating up. The customer stated that the battery looked corroded when she removed it from the insulin pump. During the call, the customer inserted a new battery. The insulin pump alarmed battery out limit, then the display went blank, after setting the time and date. Advised that the insulin pump would be replaced.